Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) trial case 10. It was reported that post synergy stent placement stent thrombosis occurred. The patient presented for treatment with unstable angina and a synergy drug eluting stent was placed. One hour and 49 minutes post procedure thrombosis of the left circumflex occurred. The event was treated with repeat percutaneous intervention.